Manufacturer narrative:
(B)(6). The lot was manufactured july 11, 2014 ¿ july 12, 2014. The device was received for evaluation with approximately 250 ml of fluid in the bladder. Visual inspection revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection on the flow restrictor revealed that the flow problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the air bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow situation with a large volume infusor. The device was filled with fluorouracil and 0.9% sodium chloride. The total fill volume was 1758 ml and after infusing for 4 days, 1494 ml remained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.